Manufacturer narrative:
B3 date of event: date of event was approximated to 05/01/2024 as no event date was reported.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the patient. The procedure was completed with a different device. No patient complications reported.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the patient. The procedure was completed with a different device. No patient complications reported. It was further reported that this event was reported via medwatch (B)(4). The balloon was removed and replaced without harm to the patient.

Manufacturer narrative:
B3 date of event: date of event was approximated to 05/01/2024 as no event date was reported.

Manufacturer narrative:
Block h2 correction: block h10 (related report number field). Block h6: imdrf device code a0401 captures the reportable event of basket wire break. This is for the same event as manufacturer reports 2124215-2024-47935. User facility reference # (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in the patient. The procedure was completed with a different device. No patient complications reported. It was further reported that this event was reported via medwatch (B)(4). The balloon was removed and replaced without harm to the patient.